Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014.

Event description:
It was reported foreign matter was observed in the packaging.